Event description:
It was reported to philips the systems geometry failed and was restarted. After the restart, the geometry was not recovered. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.